Manufacturer narrative:
The surgical patty (828810pl) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. However, the reporter stated that the surgeon pulled on the string when removing the patties, which is against the intended use as laid out in the IFU. The IFU for the product explicitly states to not remove patties by pulling on the string. Therefore, the root cause of this complaint is improper use of product (removing patties by pulling on the string). If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a surgical patty (ID 801399) was placed in situ on the brain. However, when surgeon went to remove patty by pulling the string, the string came away and left the patty in situ. The patty was removed from brain after it was noticed to be still in situ after pulling the string off. When the patty was placed on the brain it was not moistened as it was already in situ to absorb blood. The patties were moistened with ringers solution within 5 minutes prior to use. It was not altered or cut from the original size prior to use, and no delay of the procedure was reported. Surgical procedure: retro sigmoid repair of right mastoid encephalocele.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.